Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys cobas e 100 assay performed within the specifications outlined in the method sheet. The customer conducted confirmatory testing using the architect abbott system, recombinant immunoblot assay (riba), and quantitative polymerase chain reaction (pcr), all of which yielded negative results. The reactive result observed with the anti-hcv g2 assay was most likely a false positive, which is consistent with the assay's specificity claim of 99.66% as stated in the method sheet. No additional investigation could be performed as calibration, quality control, pre-analytical, and instrument-related data were not provided. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive anti-hcv g2 elecsys cobas e 100 result for a sample tested on a cobas e411 analyzer. The same sample was retested at another laboratory using a cobas e 601 analyzer, which also generated a reactive result. Subsequent confirmatory testing performed on the architect abbott system and second-level testing using recombinant immunoblot assay (riba) and quantitative polymerase chain reaction (pcr) were negative.